Manufacturer narrative:
The event took place in (B)(6), it involved an irc5po2vaw concentrator. Invacare is filing this complaint due to the irc5po2 is a similar device and is sold by invacare in the u.s. The concentrator is being returned to invacare for an expanded evaluation. When additional information becomes available, a supplemental record will be filed.

Event description:
The end user reported they were using an irc5po2vaw concentrator. They alleged they heard an alarm and then a loud bang. They reported the concentrator "exploded".

Event description:
The end user reported they were using an irc5po2vaw concentrator. They alleged they heard an alarm and then a loud bang. They reported the concentrator "exploded."

Manufacturer narrative:
The device was returned and evaluated. The allegation that the product experienced an over-pressurization event was confirmed.

Event description:
The end user reported they were using an irc5po2vaw concentrator. They alleged they heard an alarm and then a loud bang. They reported the concentrator "exploded."

Manufacturer narrative:
The model number corrected to irc5po2v.